Manufacturer narrative:
Taper I. Visual examination of the returned device determined the access port tubing connector to be a taper I. The reporter of the complaint was asked to indicate the event and product serial number. The info has not yet been received by inamed. Analysis of the device noted breakage of the port tubing. The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the removal of the access port and connector. This damage is consistent with leakage at the port tubing. Although, no event was reported, physical examination of the returned device reasonably suggests that a leak may have occurred. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage."

Event description:
No event was reported, however physical examination of the returned device reasonably suggests that a leak may have occurred. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor or reporting.